Event description:
Sales rep (B)(6) reported the disengagement of a blocker in relation to the breakage of a plate.

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.